Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Patient code (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2022. Fiducials were administered transperineally prior to the spaceoar vue implant. 2% lidocaine was used, and the procedure was performed under local anesthesia. Post spaceoar vue placement, the patient experienced a vasovagal response. Patient complications included syncope. The patient's condition was immediately treated by medical staff, no testing was performed due to the event, and the patient discharged the same day. The patient's status is unknown. External beam radiation treatment was noted; however, it was not indicated if it had yet occurred.